Event description:
It was reported that the programmer's stylus touch pen would not work on the display screen. The stylus was replaced and calibrated but the situation did not resolve. It was suggested by technical services that it may be due to "dead" spots on the display screen. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the stylus did not align with the arrow on the overlay screen and the bezel/overlay assembly was therefore replaced and the stylus calibrated. Analysis also found broken tabs on the power cord bay door and that the analyzer bay door cover was missing. Both were replaced. (B)(4).